Manufacturer narrative:
Investigation summary: this memo is to summarize findings on your recent complaint (B)(4) regarding bd bbl¿ chromagar¿ candida catalog number 254106, lot number 4198884 with respect to no growth. Event description: the customer reports growth of candida on blood agar, but no growth was seen on the chromagar candida. Complaint history review: the complaint history for the past 12 months was reviewed, and no similar complaint was registered for this catalog number. A trend has not been identified. Batch history record (bhr) review: the batch history review did not indicate any discrepancies. All release testing was satisfactory, and no deviations were observed. Sample analysis: an analysis of growth promotion ability of the medium to test the functionality for the media was performed on retention samples. The evaluation and growth of (B)(4) strains used for quality release testing of catalog number 254106 were applied to medium of lot no. 4198884. Plates were incubated for 40-48h at 35-37°c in aerobic atmosphere in the dark. All strains showed good growth according to our specifications. The growth was also consistent with the growth on sabouraud glucose agar, which was used as a standard plate. The customer did not provide return samples, but images of candida growth on chromagar candida and sabouraud glucose agar plates were provided showing the issue. Evaluation results: at this stage of the investigation no deviation from our validated manufacturing process could be detected. No discrepancy could be detected during the qc release test for the complained batch. Growth promotion tests of retain samples were within specifications and growth was satisfactory for all tested strains. A corrective and preventive action will not be implemented as a trend could not be identified. Investigation conclusion: based upon our investigation, we have excluded any systematic failure in our manufacturing process. All the release testing was satisfactory. Furthermore, upon evaluation of retain samples we cannot confirm the complaint for no growth. Results of growth promotion tests were satisfactory. Please take care that the chromagar orientation plates should be stored in the dark, as this may have an influence on the result. A definite root cause could not be found. However, bd will continue to monitor incoming complaints for similar failure types to determine if further actions are needed.

Event description:
It was reported during use of plate bbl chromagar candida 90mm, an unspecified number of samples had no growth. No erroneous results were reported. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported during use of plate bbl chromagar candida 90mm, an unspecified number of samples had no growth. No erroneous results were reported. There was no health impact or consequences reported.